Manufacturer narrative:
Complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was unable to screw the glenosphere into place, after removing the glenosphere, metal debris was found around the entry hole on the metaglene. Surgeon tried to screw the glenosphere again but was unsuccessful. A new same size same like implant was opened another and surgeon was able to correctly thread the glenosphere into place. Delay of 5 minutes. No ae to patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A depuy france supplier examined the returned product and confirmed the complaint. The root cause is attributed to user error; incorrect assembly of mating components. A depuy france supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.